Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm x >2.75mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified proximal left anterior descending (lad) artery. An omega stent was advanced to treat the lesion. However, during procedure, the balloon ruptured and did not go through the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the stent secure between the markerbands. The first three rows of stent struts on the proximal end of the stent were bent and stretched. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18mm x >2.75mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified proximal left anterior descending (lad) artery. An omega stent was advanced to treat the lesion. However, during procedure, the balloon ruptured and did not go through the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.